Manufacturer narrative:
Upon receipt at our (B)(6), visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was found to be fractured and was exhibiting a high out of range pacing impedance measurement of greater than 3000 ohms as well as high threshold measurements as well. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.